Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: p921199, ubd: , UDI#: (B)(4) a medtronic representative went to the site to test the equipment. Testing revealed that the camera was replaced. The navigation system then passed the system checkout and was found to be fully functional. B01, c13, d02 are applicable. H3, h6: the positioning sensor unit (psu) was returned to the manufacturer for analysis. Analysis found that the returned psu is mis sing one of the four threaded inserts on the back side of the housing. Otherwise, a check of the event log did not show any adverse events. The psu also passed an accuracy test (aak). Analysis found that the reported event was related to a physical damage issue. B01, c07, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported one of the four positioning sensor unit's (psu) could not be fixed due to a defective screw that fixed the psu at the time of delivery. Operation checks were fine. There was no patient involvement.